Event description:
Medtronic received information that on the same day following the implant of this transcatheter bioprosthetic valve, the patient had an unspecified degree atrio-ventricular (av) block and required the placement of a permanent pacemaker. Approximately two months after the procedure, the permanent pacemaker was explanted and a new permanent pacemaker was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated fields: a4 b2 b5 h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient had a complete heart block (chb) first observed following valve deployment. The chb was no longer present following the implant of a permanent pacemaker. The pacemaker was explanted and replaced approximately two months after the valve implant procedure due to a wound on the pacemaker site with drainage.